Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 34 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. The imaging modality used for the procedure and to determine the device was transesophageal echocardiogram (tee). The device was resized and a 31 mm amplatzer amulet laao was selected for implant. The device was re-sheathed. The landing zone measurements at 0 degrees was 25 mm, 45 degrees was 20 mm, 90 degrees was 27 mm, and 135 degrees was 21 mm. During the procedure the left atrial pressure was below 12 mm hg. Fluid was given. The device was repositioned twice. Close criteria were met. A tension test was performed. The device was implanted. The device shape at the time of implant was roman helmet. At a follow up appointment on (B)(6) 2026, it was noted on tee the device shifted in position but was still implanted. The patient status was stable.